Event description:
4/2/2001 baxter china sales rep was notified by a customer that a center had been experiencing donor reactions similar to those experienced last year, during a clinical trial of a similar apheresis kit. The customer did not provide specific info but indicated the symptoms were described as red face, increase in bp, donor's feeling flustered, and/or some allergic symptoms. There was no injury to any donor. All donors left the facility in good condition. No additional info has been made available in regard to these event by the china customer.